Manufacturer narrative:
: Method: the sample has been received and is currently undergoing an eval. Results: photographs were provided by the end user of the sample device and it appears that the red tab key was not removed from the unit. A review of the device history record (DHR) was conducted for the lot number provided, and the device passed all manufacturing specifications prior to release. Conclusions: per the photographs received, it shows that the red tab was not removed from the device. I-flow provides a warning in its on-q pump insert (14-90-612) which states the following: ondemand device: to prevent continuous over delivery of medication significantly greater than the total flow rate, close the clamp if any of the following conditions occur: the red tab is not removed or breaks while removing; the orange bolus refill indicator is not near the top at all times except within 60 minutes of pressing the bolus button; the bolus button will not latch except within 30 minutes of pressing the bolus button. (Priming) - warning: do not pull the red tab upwards as breakage could occur (figure c). If red tab is not removed or breaks while removing, continuous delivery will occur. This delivery may be significantly greater than the total flow rate (bolus + basal). A follow-up report will be submitted when I-flow has completed its investigation.

Event description:
Drug/diluent: 0.2% ropivacaine. Fill volume: 400 ml. Flow rate: 8.0 ml/hr. The pump was placed on the pt on (B)(6) 2013, at 3pm. The pump was emptied by the morning of (B)(6) 2012, about 17 hours later (it was expected to last for 50 hours). The saf was set correctly at 8ml/hr. The pt had not pushed the bolus button. No adverse signs and symptoms were reported. No medical treatment was needed related to the reported issue. The pt was connected to a new pump. Additional information received: (B)(6) 2013. Photographs were received of the sample product and the physician stated that there was a user error.